Event description:
It was reported that during a surgical procedure at the user facility the power plug was melting. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the power plug was melting. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was serviced for preventive maintenance by a manufacturer field service technician at the user facility and returned to service.